Manufacturer narrative:
The log files for the trufreeze console were reviewed by a steris service specialist and no abnormalities were observed. The catheter that attaches to the trufreeze console subject of the reported event was not returned to steris for evaluation. Without the returned device, the root cause of the reported event cannot be determined. The instructions for use include the following statements: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." A steris account manager offered in-service training on the proper use and operation of the trufreeze console; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure which included use of a trufreeze console, an area of possible perforation was noted. The patient reported pain. The patient was hospitalized and has been discharged.